Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007/s00402-008-0670-2. It was reported in a journal article that three knees were revised to a total knee arthroplasty due to worn articular surface, without progression of oa on the lateral side of any evidence of loosening of the components. The article indicates that all patients were implanted with a miller-galante ii unicondylar prosthesis. The part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment of patients. No devices or photos were received; therefore the condition of the components is unknown. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that three knees were revised to a total knee due to a worn unicompartmental articular surface, without progression of osteoarthritis on the lateral side or any evidence of loosening of the components.